Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2 (inadvertently selected healthcare professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the indicated phenomenon "the device turns off" was due to a damaged printed circuit (g1) board. The cause of the damaged printed circuit (g1) board is corrosion/moisture absorption. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During evaluation, the following were found: no abnormality was found in the appearance, the power does not turn on and the operation confirmation could not be performed because the power was not turned on. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high definition monitor power was turned off at various times during and before inspection. The diagnostic screen test procedure was completed with the actual device. There were no reports of patient harm.